Event description:
A follow-up coronary angiography was conducted and a focal re-stenosis was observed between the 2nd and 3rd cypher. Mdct (multidetector computed tomography) was conducted and a stent fracture was also observed exactly at the re-stenosed area as well. To treat the restenosis, a 3.0x28mm cypher was implanted at the restenosis area at 20atm for 30 seconds. Ivus was conducted and the strut fracture area of the stent had been repaired at the target lesion site. Physician's comment: the cause of this restenosis was due to the stent fracture. Eleven months earlier, this pt was admitted to the hosp and an nagioplasty was conducted to treat a lesion in the mid right coronary artery. The vessel was slightly calcified, diffused from the proximal segment to the distal segment but not tortuous. The lesion was de novo. It was a chronic total occlusion. Pre-dilation was conducted w/ a 1.5x length unk balloon at 12 atm for 30 seconds.